Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was disposed of and will not be returned. Batch # unk. Additional information received: please clarify the event description you provided with regard to the "bleeder". The vessel squirted blood across the abdominal cavity. How much blood was lost? It was a small vessel so no adverse events it was just a dramatic display if clip "failure." How was the vessel repaired? Additional clips applied with energy. Was a blood transfusion required? No transfusion necessary. What is the current patient status? The patient was released as expected.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips scissored and then, more importantly, they did not close the clip resulting in a bleeder. Case completed with another device of the same product code. No product will be returned.